Event description:
Customer reported receiving a false negative result on (B)(6) 2023 using the cue covid-19 test for home and over the counter (otc) use. Customer did not provide cartridge or reader information, but runtime data shows they received one negative result on that date with cartridge sn (B)(6), lot number 27094b, reader sn (B)(6). Customer stated they are testing positive on every other test type, but would not provide more details. Customer noted they are currently bed-ridden and experiencing covid-19 symptoms. Customer became uncooperative and did not provide further details. The information for this event was initially submitted through webtrader as MDR report number 3016758165-2023-00654 su on (B)(6) 2023 and 3016758165-2023-00654 su2 on (B)(6) 2023. Please disregard MDR report nubmer 3016758165-2023-00654 su and 3016758165-2023-00654 su2.

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.